Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin flow blocked alarms and a high bg event found on (B)(6) 2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08665 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace/history files using thus. Device history file lists data from (B)(6) 2021 thru (B)(6) 2021. Unable to verify any manual bolus deliveries or insulin flow blocked alarms on (B)(6) 2021 (event date prior to 9/18/2021) due to no available history data. The is only one (1) no delivery (insulin flow blocked) alarm located in the available history date on 10/10/2021 at 07:13. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, stained serial number label, end cap address label faded, cracked retainer, pillowing keypad overlay, cracked reservoir tube lip, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm and high bg anomaly are not confirmed. The pump passed all functional testing and no unexpected insulin flow blocked alarms noted during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level 27.6 mmol/l. Insulin pump had insulin flow block alarm. Customer blood glucose level was 6.2 at the time of reporting. Customer was not experiencing any symptoms related high blood glucose level. Customer was using insulin pump within 48 hours of reported event. Customer was using auto mode on insulin pump. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.